Manufacturer narrative:
(B)(4). Approximate age of device ¿ 63 days from date of implant to onset of the infection; 8 months from implant to expiration date. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient was admitted for a (B)(6) infection of the driveline and a sternal abscess. The patient was treated with intravenous antibiotics for 6 weeks followed by long term oral antibiotics. On an unspecified date in (B)(6) 2015, the patient was admitted with (B)(6) of the driveline, pump pocket and sternum. The patient's condition progressively declined. The patient experienced a pulmonary artery hemorrhage and expired on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Infection and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.